Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument functional part at the front was defective. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted on the function part front plastic piece was defective, cables and system are in order. The procedure was performed with the same instrument. The instruments was inspected before reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have thermal damage on the bipolar yaw pulley. There was no conductor wire damage observed. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) advanced failure analysis found the failure of the fenestrated bipolar forceps instrument to have damage located at the base of the grip, on the outer surface of the yaw pulley. A section of the active electrode (grip) is not exposed. No other damage was observed to the distal end of the instrument. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis.